Event description:
A malfunction alert was reported with a malfunction code of malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.